Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass, the inner pad collapsed and is hanging by a thread. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.